Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that an altitude alarm occurred while the customer was in flight on a plane. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy and declined further troubleshooting with tandem technical support.